Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge¿ balloon catheter was advanced into the guide catheter; however, it was noted that the shaft broke. Everything was removed from the patient. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an emerge balloon catheter with no other devices. The balloon was tightly folded. The hypotube shaft was completely separated 85.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the shaft. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).